Event description:
It was reported that the patient received inappropriate shock due to noise. High capture threshold and decreased sensing amplitude were observed. Cardiac perforation was confirmed. The lead was repositioned successfully. The patient was doing well after the procedure and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.